Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/27/2016 with the following findings: during investigation, the display lens was found to be heavily scratched. The original complaint of the scratched display was confirmed during the investigation.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was cracked and scratched and could not be read safely. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.